Manufacturer narrative:
The reported event of no communication /ipg inoperable was confirmed. At receipt, the ipg would not communicate with lab utilities due to a depleted battery. The battery was recovered and the ipg communicated, charged, and passed functional test on autotester. Ppe was unable to determine the root cause of reported event.

Manufacturer narrative:
Date of event: event date is unknown.

Event description:
It was reported that the patient's ipg was inoperable. The ipg would not communicate with external devices. As a result, the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.